Manufacturer narrative:
(B)(4). The complaint readings were not confirmed. All results were within the range specification and no errors were confirmed during control solution testing.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 315 mg/dl, 55 mg/dl, 205 mg/dl, 304 mg/dl and 149 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.